Event description:
The mother reported via phone call that the customer received a button error alarm. The mother also reported a weak battery alarm occurring. The customer's blood glucose was 108 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power, low battery or weak battery alarms noted. Pump had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.